Manufacturer narrative:
(B)(4). A batch review could not be performed as the lot number is unknown. The device used in this situation is unknown; therefore, the 510k number is unknown at this time.if additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for leak is not confirmed and the cause was not identified because no sample was returned to baxter, and the lot number was not provided. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing breach in aseptic technique. This issue is being investigated through CAPA. A batch review could not be performed as the lot number is unknown. If additional information becomes available, a follow up report will be submitted.

Event description:
On (B)(6) 2012, the home patient (hp)'s nurse reported to baxter us that the hp was admitted to the hospital due to peritonitis and a heart murmur. The nurse stated that the client called the clinic on (B)(6) 2012 and reported "a cloudy bag" stating he was going to the hospital for complaints of abdominal pain. While in the hospital the client was diagnosed with peritonitis and a heart murmur. During a follow-up call, the hp was asked a series of questions related to aseptic technique (masking, hand washing...etc) as procedural follow-up questions related to peritonitis reports. At that time the nurse discovered that the hp's connection became loose between the transfer set (product code and batch number unknown) and the pd catheter while he was sleeping, however the hp didn't report the event to the clinic, he just tightened the connection himself (after it was leaking for an unknown amount of time). On (B)(6) 2012, the patient was discharged from the hospital and continued with pd therapy. The patient was reportedly recovering from the peritonitis after treatment with an unknown antibiotic while hospitalized. The nurse changed the transfer set after the patient was discharged from the hospital, and provided re-education. Per the rn, the peritonitis was not related to the dianeal solution or to baxter devices, disposable parts, or the transfer set. No additional information is available at this time.